Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 533 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer had issues with weak signals on their sensor. The customer stated that they had surgery not long ago and had issues with high blood glucose levels ever since. The customer just wanted a function check on their sensor. The customer's sensor was working fine at the time of the call. The customer declined troubleshooting the issue.